Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump was not accurately delivering boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s history showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the pump histories. The pump settings confirm the insulin to carb ratio was set to 1u:22g. Insulin sensitivity factor set to 80mg/dl. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The inaccurate delivery issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.